Event description:
Blood collection tube opened during centrifuge process and contents in the tube, blood/body fluids, were ejected. This happened x 2 and was an exposure risk for the lab tech. FDA safety report ID # (B)(4).